Event description:
A report was received that the pt underwent a pocket revision due to the pt not liking the location of the pocket as it was difficult for her to reach it, charge and the ipg was not laying flat. The physician moved the pocket and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.